Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor reading was inaccurate. The customer's blood glucose was 400 mg/dl in one incident. Customer's high blood glucose was treated with a bolus by the insulin pump. The customer also reported sensor alarms. The customer's blood glucose was 92 mg/dl at the time of incident. Troubleshooting did not occur on the insulin pump. The insulin pump will not be returned for analysis.